Event description:
Customer reported that pump screen was dark and would not turn on, resulting in blood glucose level exceeding 500 mg/dl. Correction was made via manual injection, and no third-party assistance was needed. Technical support guided customer through troubleshooting steps, including checking power source connection and attempting to charge pump, but screen did not activate, necessitating further troubleshooting for battery issue. Upon follow-up leaving pump charged for a consecutive 30 mins did not resolve the issue. Caller does not have different charging supplies they can use. Cts sent replacement tandem cable and wall adapter via two day shipping.